Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance values during implant. The physician implanted an alternate, passive fixation lead. No patient complications have been reported as a result of this event.